Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 12th, 13th, 14th, 15th and 22nd stent wraps, with struts raised, bunched and overlapping. No deformation was evident to the distal tip. The guidewire lumen patency was verified with a 0.015 inch mandrel. No other damage was evident along the catheter during analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use resolute onyx rx drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the mid left anterior descending artery, exhibiting 85% stenosis. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the mid lad was heavily calcified with multiple turns. It was described that the stent looked damaged after it failed to cross the lesion, patient status post-procedure is alive with no injury.